Event description:
It was reported that a user experienced low glucose after a diet change while using the ilet, and the user inconsistently announced meals and frequently overcorrected, prompting education on accurate reporting and smaller correction strategies to avoid glycemic fluctuation. Symptoms included hypoglycemia, with a documented glucose value of 54 mg/dl. Outcomes included treatment with oral glucose. Investigation included troubleshooting and patient education regarding meal announcements, correction dosing, and usage practices. Investigation of this case revealed user handling issues related to missed or delayed meal announcements and overcorrection behavior, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and meal announcement practices.